Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to have leaking lcd. Customer's complaint was not verified. Event log showed error 10036 alarm messages. Use testing was performed. The motor was replaced during service as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump has a motor error. No reported adverse effects.